Manufacturer narrative:
The catalog number identified in has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in. The medical device manufacturer and manufacturing location for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 07/2024). Device pending return.

Event description:
It was reported that during a recanalization procedure of a chronic total occlusion via crossover approach through common femoral artery, the tip of the rotating head was allegedly stuck in the distal opening of the sheath. It was further reported that the entire helix was allegedly broke and dislodge from the catheter. The broken helix was safely removed from the patient and the procedure was completed using angioplasty device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned to the manufacturer for evaluation. The helix was broken at 114 cm from the tip of the catheter, this position is right at the handle of the catheter. Due to the break position it is very probable the break appeared due to holding the handle of the catheter in a too steep angle. When holding the handle in a steep angle too much pressure is applied on the helix and a break appears. A clear root cause could not be established. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 07/2024). H11: g1, h6 (method, result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure of a chronic total occlusion via crossover approach through common femoral artery, the tip of the rotating head was allegedly stuck in the distal opening of the sheath. It was further reported that the entire helix was allegedly broke and dislodge from the catheter. The broken helix was safely removed from the patient and the procedure was completed using angioplasty device. There was no reported patient injury.